Event description:
The customer contact reported device breakage; subsequently blood loss was noted. The option-lok male adapter of the primary tubing set was connected to the micro-clave port of an extension tubing set and was being used to deliver an unspecified antibiotic, at an unspecified rate, via plum pump. After an unspecified length of time, the customer contact reported that after the delivery was complete, while the nurse was disconnecting the option-lok male adapter of the primary tubing set from the micro-clave port of the extension tubing set. It was reported that "some amount less than 5ml" of "serous-sanguinous" fluid leaked from the micro-clave port of the extension tubing set. The tubing sets were removed from clinical service. It was reported that the therapy was complete; therefore, the tubing sets were not replaced. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.